Event description:
The plaintiff alleges that while working as a nurse was exposed to latex gloves/latex allergens and has experienced severe allergic reactions. The plaintiff alleges that plaintiff has sustained numerous injuries, including but not limited to: urticarial reactions, hives, general itching, conjunctivitis, respiratory problems, asthma-like symptoms, dyspnea, facial swelling, difficulty breathing, wheezing, runny nose, nasal congestion, cough, and related mental and emotional distress, of a permanent, worsening and continuing nature. The plaintiff further alleges that about in 2000 first became aware that the plaintiff's injuries and symptoms were related to latex exposure. Furthermore alleges that has suffered and will continue to suffer considerable physical injury, mental and emotional anguish, severe limitation and restriction of the plaintiff's usual activities, pursuits and pleasures. The plaintiff alleges that has been caused to suffer and will continue to suffer substantial loss of earnings and earning capacity. The plaintiff also alleges that plaintiff has been forced to expend sums of money for medical care and treatment and will continue to expend such sums indefinitely into the future. Finally the plaintiff alleges that plaintiff has been forced to expend sums of money for the replacement of the plaintiff's wardrobe.